Event description:
Additional information received indicates that surgical intervention was undertaken on(B)(6) 2024, where the entire system was explanted and replaced with an scs system. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8549483. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8575082. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8575082.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patients ipg was causing pain at the implant site, and that the patient was experiencing shocking sensations from therapy. Surgical intervention may be taken at a later date to address the issue.